Manufacturer narrative:
Additional product code hrx. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the ria 2 bone harvesting kit 520mm malfunctioned when passing the reamer down the tibia. The patient had a non union of a previous tibia fracture. The previous tibia fracture was treated non-operative so no implants were used. The reamer head came loose from with the shaft, and subsequently, the reamer head broke off. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. The surgical and patient outcome was unknown. This is report 2 of 2 for (B)(4).

Event description:
It was reported that on (B)(6) 2020, the surgeon was using the ria 2 bone harvesting kit for the ria 2 system. When the surgeon was passing the reamer down the tibia, the reamer head for ria 2 sterile came loose tog with the shaft, so the reamer head broke off. The patient had a non union of a previous tibia fracture. The previous tibia fracture was treated non-operative so no implants were used. Fragments were generated. There was no surgical delay. The procedure was successfully completed. The removal of the broken and damaged device or fragments were done easily without additional intervention. Patient status was successful, some fragments were left inside. Concomitant device reported: unk - ria (quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated data- a1, b5, h4, h11 h3, h4, h6. Device history lot: part number: 03.404.020s. Synthes lot number: 33p9887. Supplier lot number: n/a. Release to warehouse date: 13dec2019. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.